Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient came into the hospital for a checkup before traveling to california for the christmas holiday. The patient had evidence of thrombus in the pump. The patient was admitted into the hospital and underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.